Manufacturer narrative:
Investigation: the DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The samples sent by the customer were verified and it was possible to observe barrel damage on 1 sample, which caused the leakage during the syringe usage. The other 10 samples didn¿t show any defect. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had leakage through plunger when delivering oily medication, resulted in the loss of medication. Customer¿s verbatim: ¿ customer informs that when using the syringe for application of "oily" medications there is the leakage through plunger causing the loss of the medication. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had leakage through plunger when delivering oily medication, resulted in the loss of medication. Customer¿s verbatim: ¿customer informs that when using the syringe for application of "oily" medications there is the leakage through plunger causing the loss of the medication.¿